Manufacturer narrative:
(B)(4).

Event description:
Customer reported "the catheter was inserted in the patient. During the backflow on the mediane line, the nurse observed a white backflow whereas the propofol (propofol is white) was infused via the distale line." It was also reported "patient sedated by propofol in the distal line. Aspiration with the syringe on the median line of white liquid what led us to think of reminiscent of propofol. (No parenteral nutrition in progress, propofol was the only similar therapy). 5cc aspirated, without blood reflux, no particular pressure at reflux." No patient harm was reported. The patient remained in the hospital at the time of this report.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported "the catheter was inserted in the patient. During the backflow on the mediane line, the nurse observed a white backflow whereas the propofol (propofol is white) was infused via the distale line.". It was also reported "patient sedated by propofol in the distal line. Aspiration with the syringe on the median line of white liquid what led us to think of reminiscent of propofol. (No parenteral nutrition in progress, propofol was the only similar therapy). 5cc aspirated, without blood reflux, no particular pressure at reflux." No patient harm was reported. The patient remained in the hopsital at the time of this report.